Event description:
An intera 3000 hepatic artery infusion pump was explanted due to a reported pump pocket infection.

Manufacturer narrative:
Infection is a listed known adverse event on the intera 3000 labeling. The complaint does not alleged a device deficiency. To confirm the sterile status of the device after manufacturing, the sterilization record was reviewed. There were no deviations or nonconformances in the sterilization load. Total bioburden on each tested element (inner tray, outer pump surface, and inner pump reservoir) were less than 2.8 cfu/sip. The sterilization process is validated to sal of 10-6. No device deficiency was alleged by the customer. Blank fields represent unknown information at the time of this MDR filing. If further information is received at a later date, a supplemental report will be filed.